Event description:
It was reported, that patient presented to emergency room after experiencing chest pain. Upon evaluation, it was found from x-ray, that patient's atrial lead was dislodged. The lead was explanted and replaced. The patient was stable.

Event description:
New information noted that right atrial lead exhibited failure to sense and failure to pace when the dislodge was discovered.